Event description:
Boston scientific received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) and non-boston scientific dual coil right ventricular lead revealed an error message indicating an out of range shock impedance measurement had occurred. As a review of the data revealed all shock impedance measurements were within normal limits, an internal technical service consultant was contacted. It was thought the out of range measurement may have been overwritten in the daily measurements. In addition, further trouble-shooting suggestions to ensure this device is capable of delivering therapy and to rule out an external source. This information was provided to the physician. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.